Event description:
Customer reported a past low blood glucose event, but the exact value was displayed only as "low." The customer was advised to consult with a healthcare professional to discuss what might be affecting blood glucose levels. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. ¿no additional information was provided.